Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: reload-vasecr35 lot # n4ma9v-certification date-12/8/16; expiration date- 11/30/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot/batch # that was provided for the vasecr35 reload, p550se, is an invalid number. Do you have the correct six digit batch and/or lot number for the device? How was the bleeding controlled? What was done to complete the procedure?

Event description:
It was reported that during a lobectomy procedure, vessels are bleeding due to the non-b shape formation. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch# p5616l. The analysis found that one pve35a device was returned with no apparent damage and with three cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted.